Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. The patient reported that they were being shocked. The patient also reported that the system stopped working. The patient said that if they used certain wires it would jolt in certain spots. The patient had a double laminectomy at the same time and had a paddle lead put in. The patient's wires were taken out and new wires in, as the original wires weren't MRI compatible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.